Event description:
Information was received indicating that a patient using a cadd-ms 3 pump for treatment of pulmonary arterial hypertension, infusing remodulin (2.5mg/ml, dose 1.25 ng/kg/min via subcutaneous route) did not think the remodulin was infused. It was reported that the site was pulled out due to site pain and site redness; site was reported to be swollen and hot, itchy and hard. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).